Manufacturer narrative:
No information was captured as the contact details were not provided for the initial reporter. The customer's weight was not provided. The model # was not provided.

Event description:
The customer's caregiver from (B)(6) reported that one of the customer's blood glucose readings was not stored in the memory of the contour plus meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour plus meter was tested with the in-house contour plus test strips, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found.